Event description:
It was reported the rear rotation knob was very difficult to turn. They were able to get through the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.